Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked blood from the ex-tube immediately after puncture due to a crack.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked blood from the ex-tube immediately after puncture due to a crack.

Manufacturer narrative:
During DHR review: 2 non-related were qn's were initiated during the built of this lot. Disposition, root cause and corrective actions were applies per quality control plan. All other challenge, set-up and in process samples were performed and all passed per specifications. Received a 22ga nexiva unit consisting of a fully disengaged needle-grip assembly and a catheter-adapter extension set assembly, within an open package from lot number: 8214827. Visual/microscopic evaluation: the unit received revealed traces of patient residue (blood) throughout its components. The extension tube revealed a cut near the port of the wing adapter. The cut displayed signs of stress (stretching) and it was big enough to leak. Water-leak test: leakage was observed at the damaged area (cut) on the extension tube. On august 30, 2018, damaged extension tubing near the catheter adapter port was observed during production of batch: 8235512; material: 383511. It was determined that the tubing pick and place grippers on nfa2 zone 7 stations 4 and 16 were misaligned with the shuttle. This resulted in the plastic hold down pieces to crash on the shuttle. Over time, the plastic pieces broke off and became sharp, pinching, and damaging the tubing in the extension tube load process. Containment of affected product for this incident was performed per procedure, and queues of product were contained until the defect rate was determined to be at an acceptable limit per qcnva-05 nexiva full automation quality plan.